Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage being too low for the projected remaining capacity. Data analysis confirmed this device was exhibiting premature depletion. Additional information was received indicating that this device was explanted, and a new device was placed. No additional adverse patient effects were reported.